Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to ¿contamination¿ (no further detail was provided). One day after onset, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with gentamicin and cefazolin 1gram/day then, three weeks later, ciprofloxacin 250 milligram 2x1/day. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.